Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, it was noted that the implantable cardioverter defibrillator had post-paced t-wave oversensing. Programming changes were recommended. No further information was available.

Event description:
New information received notes that programming changes were made.